Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2019, the surgeon implanted conventus ph cage in the left arm of the patient. On (B)(6) 2019, the patient fell on her left arm. Around (B)(6) 2019 (the exact date unknown), the surgeon identified that the ph cage had slipped into varus and decided to remove a screw applied to the ph cage. On (B)(6) 2019, the screw was removed. On (B)(6) 2019, the surgeon identified the patient had an infection at the implant site and decided to remove the ph cage implanted on (B)(6) 2019. On (B)(6) 2019, the ph cage was removed.